Manufacturer narrative:
As reported, after successful re-entry using the outback re-entry catheter the physician could not retract the cannula back into the port. The physician managed to pull the device out without patient injury. This event was associated with a contralateral approach and the use of an 8fr ig contra guiding catheter. A 0.014¿ atw guidewire was introduced to the iliac artery lesion that was described as focal and severely calcified. The outback re-entry catheter was successfully tracked to the lesion with re-entry past the target lesion in the distal iliac artery. When the physician attempted to retract the cannula needle back into its¿ port, it would not retract. They physician was able to remove the device without patient injury. One non sterile outback was received coiled in two plastic bags. The cannula was deployed; blood residues were noted on cannula needle. No other anomalies were noted along the device. Functional analysis was performed and the cannula was retracted and deployed several times successfully. Review of lot 15953757 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported by the customer as ¿cannula/needle (outback only) - retraction difficulty-unable to¿ could not be confirmed since functional test was performed successfully. The cause of the event experienced by the customer could not be conclusively determined. Controls are placed in the manufacturing line to prevent defective units from leaving the building. Neither the analysis nor the DHR review suggests that this event is related to the manufacturing process; therefore no action was taken. The product instructions for use (IFU) cautions the user that excessive calcification at the site of re-entry may impair the device¿s performance. It instructs the user to retract the cannula tip into the device by fully retracting the handle deployment slide until it stops. The user is then to release the handle deployment slide button to lock the deployment slide in the retracted position. The user is then instructed to ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Based on the information available for review, there are vessel characteristics (severe calcification) that may have contributed to the reported event. The reported ¿cannula/needle (outback only) ¿ retraction difficulty-unable¿ could not be confirmed since the device passed functional testing. The exact cause of the event could not be determined. Neither the DHR review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken.

Event description:
As reported, after successful re-entry using the outback re-entry catheter the physician could not retract the cannula back into the port. The physician managed to pull the device out without patient injury. Another product was used to complete the procedure successfully. A contralateral approach was used with an 8f ig contra guiding catheter. A 0.014 atw guidewire was used. The target lesion was a focal, severely calcified lesion of the iliac artery. The re-entry site was the distal iliac. Additional information has been requested.

Manufacturer narrative:
The product was returned for inspection on (B)(4) 2014. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.